Event description:
It was reported, ¿introducer showed ¿wrinkling¿ when handling. There was no harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed; however, the exact cause is unknown. Two photographs of a microez microintroducer were returned for evaluation. An initial visual observation of the photographs showed the distal end of the ptfe sheath was damaged. Use residues were observed on the device in the returned photographs. No details of the damage to the sheath could be discerned from the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, ¿introducer showed ¿wrinkling¿ when handling. There was no harm. No other information was provided.